Event description:
Patient received an appropriate shock during ventricular fibrillation (vf). Post shock sinus rhythm was 50 bpm. The patient¿s granddaughter was present and trying to wake the patient up when the treatment took place. The patient¿s granddaughter was also shocked but sustained no injuries. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. An investigation has not yet been completed on the electrode belt. Device evaluation of monitor has been completed. The reported patient treatment was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The monitor contains a touchscreen for the user, as well as a speaker for sounding alerts and voice prompts. Prior to delivering the treatment, the monitor alert system gives a voice prompt warning, ¿bystanders, do not interfere." The residual risk associated with a bystander being shocked while in contact with the patient requiring defibrillation is disclosed in the patient manual as a warning. The warning is stated as ¿do not touch the patient while a shock is being delivered. Anyone touching the patient during a treatment may be shocked.¿